Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: all sterile bags of the complained product were present and showed no deviation. All seal lines of the returned sterile bags are in order. The sterile bag containing the shunt system had a different serial number ((B)(6)) than the two outer packages. Results: based on our investigation results, we could not determine any deviations. The sealing and packaging are in order. When packaging items with a sprung reservoir (e.g. Item fx353t), a perforation protection (consisting of two folded, non-sealed packages) is placed in the first sterile package. Subsequently, the first sealed package is placed into the second sterile package and also sealed. These two sealings can be seen on the returned bags. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
A sterile packaging issue was reported. According to the complainant, the internal sterile packaging was not sealed. The scout nurse opened external sterile packaging to hand over onto sterile field for implantation. The valve was placed between two layers of sterilisation steripeel packaging which was not sealed and therefore the valve fell to floor when the surgeon tried to take it from the scout nurse. No patient complications were reported as a result of the incident. The sample will be returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.